Manufacturer narrative:
Device evaluated by MFR: the product was returned to boston scientific for analysis. Returned product consisted of a jetstream xc-2.1. The guidewire was not in the device or returned with the device. The device and the catheter shaft were analyzed for damage. The catheter shaft showed multiple areas of buckling from 1cm from tip to proximal 20cm. The infusion sheath had burst approximately 70.5cm to 72cm from the tip. The device was set up per the instructions for use and the device primed and functioned as designed. There was a leak from the burst infusion sheath on the catheter shaft. A .014 thruway test guidewire was inserted into the guidewire lumen of the device and the wire transcended through the shaft with no hesitations or restrictions. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
Reportable based on analysis completed on 10nov2021. It was reported that the device had a shaft issue and wouldn't not go over the wire. A 2.1mm jetstream xc catheter was selected for a patient procedure. A shaft malformation was noted after the use of the device; it would not go over the non-bsc wire and was not usable. The device was removed and it was tried to advance again, but was unable to. The procedure was completed with another jetstream catheter. No patient complications were reported. However, device analysis revealed a burst sheath and a leak.